Event description:
Boston scientific received information that the right ventricular (rv) lead displayed pacing impedance measurements greater than 2,000 ohms, along with pacing not delivered when required. A revision procedure was performed and a device header connection was determined to be the cause of the reported observations. The device was explanted and replaced with this new device. The chronic rv lead remained actively implanted. Additional information was received that approximately two weeks following the change out procedure, rv pacing impedance measurements were greater than 2,000 ohms with this new device. Upon review of the presenting electrogram (egm), slight noise was observed on the rv channel. The noise did not affect pacing or sensing, however, it was suspect that the noise resulted from the minute ventilation (mv) signal. Additionally, rv output measurements were 5.0v@0.4ms. The patient was brought in for further evaluation. Testing confirmed pacing impedance measurements greater than 2,000 ohms, along with no ventricular capture at 7.5v@0.4ms in bipolar and unipolar configurations. The patient was to be scheduled for a lead revision procedure. No patient symptoms were reported as a result of the clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.